Manufacturer narrative:
The device was returned for analysis. This report will be updated when analysis is complete.

Manufacturer narrative:
The patient is being monitored weekly via latitude. The available information suggests this device remains in service. Should additional information become available this report will be updated.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) declared elective replacement indicator (eri) after 51 months of implant. It was reported the patient paces in the atrium 99 percent and in the ventricle 93 percent. A health care professional inquired on end of life (eol) voltage. Technical services discussed the shortened replacement window advisory. It was reported the monitoring voltage was 2.64 v after 27 months of implant. Technical services discussed the device may not have a three month window between eri and eol. No adverse patient effects were reported.

Event description:
Additional information was received indicating this device was explanted and replaced. No adverse patient effects were reported.